Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head [...] Detaches - oral-b [device breakage] head does not fit securely on the device - oral-b [device connection issue] . Case narrative: female consumer via e-mail reported that the oral-b toothbrush heads did not fit securely on the oral-b toothbrush handle and detached while she cleaned her teeth. No injury was reported. 01-sep-2024 via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot number was ca24642156. No injury was reported. 02-sep-2024 via digital safety assessment survey: reporter was between the ages of 18 to 64 years old. No medical professional was contacted. No injury was reported. 11-sep-2024 via case update: the suspect product lot number was 3ca24642156. No injury was reported.

Event description:
Head [...] Detaches - oral-b [device breakage]. Head does not fit securely on the device - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush heads did not fit securely on the oral-b toothbrush handle and detached while she cleaned her teeth. No injury was reported. 01-sep-2024 via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot number was ca24642156. No injury was reported. 02-sep-2024 via digital safety assessment survey: reporter was between the ages of 18 to 64 years old. No medical professional was contacted. No injury was reported. 11-sep-2024 via case update: the suspect product lot number was 3ca24642156. No injury was reported. 26-sep-2024 case update via information initially learned on 11-sep-2024: the concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported. 23-oct-2024 concomitant product investigation results: the concomitant product involved was confirmed to be a counterfeit. No injury was reported. 28-oct-2024 case update from information initially received on 24-oct-2024: the suspect product was confirmed to be oral-b power oral care refills precision clean eb20. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle 3772. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
23-oct-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.